Event description:
It was initially reported that an implanted device was removed due to normal battery depletion. No pt symptoms were reported. Later, anomalies were noted in regards to device analysis findings.

Manufacturer narrative:
(B)(4). Analysis results of the implantable pulse generator (model# 7428, (B)(4)) revealed broken welds (epoxy bond) at the location of the bond wire pads. Both battery bond wires (b+ and b-) and one feed through bond wire, was found lifted from their hybrid bond pads.